Event description:
It was reported that during a cryo ablation procedure, it was difficult to occlude the pulmonary vein (pv). It was observed that the balloon catheter was kinked. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: photos, data files, and afapro28 balloon catheter with lot number 21394 were analyzed. The returned files included two different case files on the reported event date. The first case files showed at least 4 applications using a non-returned balloon catheter on the reported event date without any system notice or anomaly. Second case file showed at least 13 applications with the returned balloon catheter on the reported event date without any system notice or anomaly. Second case file also showed at least 4 applications using a non-returned balloon catheter on the reported event date without any sy stem notice. The console output data, pressure, preset pressure and flow, showed pressure is tracking preset pressure and flow reading are as expected. However, temperature profile was warmer than expected during the ablation phase of the sixteenth application. In the fault file, the following fault messages was found on the reported event date: n-184 "the system has detected a higher than expected pressure." The two returned images showed the balloon of the catheter bent under x-ray. External visual inspection of the balloon, shaft, and handle segments showed anomalous curvature of the deflated balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. Pressure testing and inspection was performed on the subcomponents of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.